Event description:
Customer called to report pod was hard to fill, but he proceeded to pull the pod on anyway. His blood glucose levels then rose above 400 mg/dl. Reviewed proper pod fill procedure with the customer who stated he understood. No further issues were identified.

Manufacturer narrative:
The product was not returned so no eval is possible. The customer noticed the pod was hard to fill during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never used a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.